Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he experienced high blood glucose of 460 mg/dl. Customer reported that he is receiving no delivery alarms constantly. Customer stated that the last time he took the cannula out it was slightly bent. Current infusion set is not bent or kinked. Customer did not have a back up plan; he was advised to go to the urgent care to get treated. Nothing further reported.